Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the instrument has a .060 inch by .120 inch black char mark on the proximal clevis. There are two small char spots roughly .060 inches above the large char mark. Engineering concluded this evidence suggests an arcing event occurred. The tip cover accessory was not returned for evaluation, however, assuming the tip cover was installed, the position of the large char mark lines up with the silicone to sleeve interface of the tip cover accessory. The tip cover may have had a cut at the silicone to sleeve interface that created a path for arcing. Electrical continuity passed. No other damage was found.

Event description:
It was reported that a spark at the tip of the monopolar curved scissors instrument occurred, and a hole in the tip cover accessory was noticed. No additional information was provided. No patient harm, adverse outcome or injury was reported. The following medwatch report listed below was also sent to the FDA as it relates to this event. # 2955842-2007-00512.